Event description:
It was reported that customer was admitted to the intensive care unit for diabetic ketoacidosis after experiencing several days of high blood glucose levels. The specific values were not provided. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.